Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. The patient reports the pod was leaking during wear and upon removal of the pod the cannula was found to be damaged. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.